Event description:
Arthrex scorpion multifire needle reference ar-13995n lot# 14935052. Tip of needle broke while needle inside shoulder via scope. Per surgeon "it doesn¿t matter, microscopic piece". Patient had a follow-up x-ray which showed a retained piece of product. This was disclosed to the patient. There are similar reports of this in maude.